Event description:
It was reported that during a routine follow-up, multiple instances of nsln episodes were detected. Lead testing did not reproduce any out of range impedance measurements or noise. Reprogramming was recommended. Thedevice remains implanted and patient will continued to be monitored.

Event description:
New information received notes the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.